Event description:
It was reported that the left ventricular lead had fractured. No patient symptoms were reported. It was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.